Manufacturer narrative:
Device evaluated by manufacturer: examination of returned device revealed total length and useable length are not within specification. This is due to the break in the catheter where the inner braid has stretched. All other dimensions which were measured were found to be within specification. A 0.0184¿ mandrel was attempted to be advanced through the distal end of the catheter. However restriction was felt 0.9cm from the distal end due to the presence of blood in the catheter shaft. It was not possible to insert the mandrel through the hub of the catheter due to the presence of the guidewire. It was attempted to remove the guidewire form the catheter however it was not possible. A visual and tactile test on the catheter shaft revealed the guidewire was stuck inside the catheter with 58.1cm of the guidewire hanging out of the hub of the catheter. A break could be seen on the catheter shaft 21.5cm from the proximal end of the catheter - 5.9cm of the inner braid was exposed but in tact. Blood could be seen in the distal end of the catheter shaft and also on the exposed braid. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Examination fo the returned device revealed blood could be seen inside the catheter shaft and on the inner braid which was exposed. This indicates that adequate flush was not maintained during the procedure. The dfu indicates continuous flush to achieve optimal performance, it is recommended that continuous flow of appropriate flush solution be maintained between the renegade fiber braided microcatheter and guiding catheter and the renegade fiber braided microcatheter and any intraluminal device. Continuous flushing aids in preventing contrast crystal formation and/or thrombosis on the intraluminal device and inside the guiding catheter and microcatheter lumens. Lack of adequate flush would result in retrograde bloodflow resulting in the guidewire getting stuck inside the catheter. The most probable root cause was determined to be user related. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a embolization treatment procedure, a microcatheter became stuck and unable to advance. The target lesion was located in the mildly tortuous and mildly calcified brachial artery. During an attempt to load a 130/20 renegade microcatheter onto a fathom 16 guide wire the devices became stuck with each other. The renegade microcatheter was unable to be advanced into the patient's anatomy. The renegade microcatheter was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is stable. Analysis revealed a catheter shaft break 21.5cm from the proximal end of the catheter.